Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient was hospitalized for peritonitis. The patient was treated with vancomycin ip (dose and frequency not reported). The patient was retrained. The patient was discharged from the hospital. The patient was still on the antibiotic therapy. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd893560. No exceptions were observed that were related to the reported condition. (B)(4).

Manufacturer narrative:
(B)(4).